Manufacturer narrative:
The reported events of insulation damage and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. X-ray examination of the lead did not find any anomalies with the exception of the inner coil in the connector region was over torqued consistent with procedural damage.

Event description:
It was reported that during the initial implant procedure, insulation damage was visually overserved on the right atrial (ra) lead and low pacing impedance was noted. The ra lead was explanted. The patient was in stable condition.